Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -11.5/3.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2023. This resolved the problem.